Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. This report is for an unknown sternal zipfix implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant/explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: choke, a. And goh, lt. (2017), delayed primary closure of extensive wounds using the top closure system and topical negative pressure therapy, journal of plastic, reconstructive and aesthetic surgery: communications and correspondence, vol. 70 no. 7, pages 968-970 ((B)(6)). This case study consisted of 4 male patients with extensive soft tissue defects were treated using non synthes wound closure system and topical wound pressure therapy between march 2013 and may 2015. The mean age of the patients was 36. The 5 years (range, 20-55), and the mean duration of treatment was 5.5 weeks (range, 4-8). One among the 4 patients was a (B)(6) diabetic man who underwent a coronary bypass surgery which was complicated by sternal breakdown. Patient was previously treated with sternal zipfix straps (depuy synthes, USA). The following complications were reported: sternal wound dehiscence with exposed sternum and cable-ties following coronary bypass surgery. Additional information obtained from the author: a (B)(6) diabetic man underwent a coronary bypass surgery which was complicated by sternal breakdown. The wound measured 28 x 8 cm with exposed bone and sternal zipfix straps (depuy synthes, USA). After debridement, the skin was undermined and 3 top closure devices applied to facilitate approximation. Vac placed over the lower aspect of the wound helped reduce the risk of seroma formation. Stable primary closure was achieved at 6 weeks this was an external wound breakdown due to infection. There was no direct inference that your product malfunctioned or failed. This report is for an unknown synthes sternal zipfix system. This is report 1 of 1 for (B)(4).